Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external flash crc error. Customer's blood glucose at time of incident was 10.3mmol/l. Customer was explained the alarm and possible causes. Customer was advised that the error tables indicates the pump should be replaced. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display, after disconnecting the electronic assembly stack and reconnecting the electronic assembly stack the insulin pump power up properly; the problem was isolated to the electronic assembly. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display also, unable to confirm e15 alarm due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.